Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer for disposal from a funeral home with information indicating the cause of death was a probable myocardial infarction. Further review of the manufacturer's database indicated the patient died approximately seven months after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was breached cut and there was apparent explant damage. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was breached cut and there was apparent explant damage.